Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro tip, bearings and crane hanger (bent and abrasion) of the craniotome device were damaged. It was determined that the ball bearings had fallen apart, and the balls and cage were missing. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion and temperature. It was noted in the service order that during an unspecified craniotomy surgical procedure, it was discovered that the surgeon wanted to use the device to cut the cranial bone; however, the cutter device because stuck in the device. It was reported that the surgeon used a spare device to complete the surgery. It was not reported if there were any delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.